Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the outer, inner, and is-1 proximal insulations were damaged at 30 cm from the connector end. The metal cable was exposed due to the damage. The location of the damage is consistent with that occurring due to clavicular crush. Reliability laboratory technician; st. Jude medical crmd reliability laboratory - no complaint was received with return of the device. Failure (event) observed during analysis.